Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: upon visual inspection of the one picture received for evaluation. It was observed an eye surgery and a breakage suture could be observed. The product code should be w9552. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number rammza, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide lot number: lot number is rammza. Investigation summary: upon visual inspection of the one picture received to for evaluation. It was observed an eye surgery and a breakage suture could be observed. The product code should be w9552. As with any device, care should be taken to avoid damage to the strand when handling. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an ophthalmic surgery for strabismus repair on (B)(6) 2021 and suture was used. During the procedure, the suture broke/ripped. During the suturing of the eye, the suture multifilaments unraveled making the suture unusable. The suture was then taken out of the patient's eye. An additional suture of the same code and batch was opened and used with no problems and the surgery was finished successfully. There were no adverse patient consequences. No additional information was provided.